Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") and abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, abdominal pain lower and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain pelvic'), genital haemorrhage ('excessive and abnormal bleeding (general) / bleeding since implant') and abdominal pain lower ('cramping'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: intra-uterine contraceptive device insertion, lower abdominal pain, menses painful, irregular periods, constipation, menorrhagia, pain in limb and isaacs syndrome. Concurrent conditions included: post-traumatic stress disorder and complex partial seizures. Concomitant products included: oxybutynin hydrochloride (ditropan) for bladder incontinence, trazodone hydrochloride (trazadol) for depression, biotin and minerals nos;vitamins nos (prenatal vitamins) for hair loss, antidepressants for mood swings as well as alprazolam (xanax) since (B)(6) 2012 to 2016, buspirone hydrochloride (buspar) since (B)(6) 2017 and oral contraceptive nos since 2009 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). And was found to have weight increased ("weight gain /loss, specify which one: weight gain"). On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems-condition: panic attacks"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal):chronic urinary tract infection"), pelvic discomfort ("discomfort since essure implant") and incision site complication ("emergency surgery for incision issues"). The patient was treated with levetiracetam (keppra), trazodone and surgery (hysterectomy (full) (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes), total hysterectomy(uterus and cervix removed), bilateral salpingectomy) and emergency surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary incontinence, nausea and alopecia was resolving. The genital haemorrhage, dyspareunia, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved. And the abdominal pain lower, mood swings, urinary tract infection, depression, anxiety, migraine, headache, fatigue, weight increased and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, incision site complication, migraine, mood swings, nausea, panic attack, pelvic discomfort, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted, date(s) of removal: (B)(6) 2016. Weight (at time of ae): 174 units not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Visualization of 2 essure devices within the left fallopian tube. Concerning the injuries reported in this case, the following one was described/confirmed, in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporter information and medical history were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic"), genital haemorrhage ("excessive and abnormal bleeding (general) / bleeding since implant") and abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intra-uterine contraceptive device insertion. Concurrent conditions included post-traumatic stress disorder and complex partial seizures. Concomitant products included oxybutynin hydrochloride (ditropan) for bladder incontinence, trazodone hydrochloride (trazadol) for depression, biotin and minerals nos;vitamins nos (prenatal vitamins) for hair loss, antidepressants for mood swings as well as alprazolam (xanax) since on (B)(6) 2012 to 2016, buspirone hydrochloride (buspar) since on (B)(6) 2017 and oral contraceptive nos since 2009 to on (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and panic attack ("psychological or psychiatric problems-condition: panic attacks"). On (B)(6) 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal):chronic urinary tract infection"), pelvic discomfort ("discomfort since essure implant") and incision site complication ("emergency surgery for incision issues"). The patient was treated with levetiracetam (keppra), trazodone and surgery (hysterectomy (full),(uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes), total hysterectomy(uterus and cervix removed) bilateral salpingectomy) and emergency surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary incontinence, nausea and alopecia was resolving, the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the abdominal pain lower, mood swings, urinary tract infection, depression, anxiety, migraine, headache, fatigue, weight increased and pelvic discomfort outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, incision site complication, menorrhagia, migraine, mood swings, nausea, panic attack, pelvic discomfort, pelvic pain, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: on (B)(6) 2016 & on (B)(6)2016. Weight (at time of ae): 174 units not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2019: new pfs+mr received. New events- mood swings, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes: bladder incontinence, infection(bladder/urinary tract/vaginal) uti , psychological or psychiatric problems condition: depression and anxiety, migraines / headaches, nausea, dysmenorrhea (cramping), pain pelvic, fatigue, weight gain / loss specify which one: weight gain, hair loss, panic attacks & pelvic discomfort were added. New reporters, plaintiff's information, concomitant conditions, medications and treatment medications added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.